Manufacturer narrative:
The event took place outside the united states (in (B)(6)) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient will be revised due to an infection on (B)(6) 2024. The implantation date unknown.